Manufacturer narrative:
Evaluation was not possible, as the device has not been returned. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. A review of the device history record was performed which confirmed no inconsistencies. In the event the samples are returned for evaluation the complaint will be reopened for additional investigation. (B)(4).

Event description:
During a knee scope procedure, it was reported that the blade was shedding in the joint. The metal particulate was removed from the joint space via suction. A backup device was available mitigating the five minute delay. No patient injury was reported. The device was disposed of so no product is available for analysis.